Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue performed a pm, full calibration, and tested the unit. The unit passed all functional/safety testing. The iabp was returned to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) system statistics were erased when replacing part.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) system statistics were erased when replacing part. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter, email and phone number), e2, e3, g2, g3, g6, h2, h10, h11.